Event description:
Customer alleges discrepant results with meter compared to doctor's point of care meter (poc): date: (B)(6) 2011, inratio: 1.3; (B)(6) 2011, 3.7; (B)(6) 2011, 1.9; (B)(6) 2011, 3.7; (B)(6) 2011, 1.4, poc meter, meter: 1.9. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.